Event description:
Additional information received reported indicated that one of the electrodes was 'crushed' when the cap was placed. It was also alleged that the cap was defective and the impedances were 'off' for electrode #4. It was reported that the patient did have good symptom control on their left side but that was the only time they had therapeutic effect. If additional information is received, a follow up report will be sent.

Event description:
It was reported that one of the leads was damaged during implant of the implantable neurostimulator (ins) system. The set screw on the temporary lead end cap was unscrewed too far by the physician prior to tightening it onto the lead and the set screw fell out of the sterile field. The cap was found to be stuck to the lead even without the set screw, and it was noted that the set screw block did not twist in the lead cap. The lead was implanted in the patient. Impedance testing was performed but no results were reported. The patient outcome was also not reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37642 serial# (B)(4), product typ programmer, patient product ID, 37092 lot# 312660001, product typ external antenna product ID, 3708660 serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Product typ extension product ID, 3708660 serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Product typ extension product ID, 3389s-40 lot# v902684, implanted: 2012 (B)(6), explanted: na. Product typ lead product ID 3389s-40 lot# v969003 implanted: 2012 (B)(6), explanted: na. Product typ lead. (B)(4).